Event description:
It was reported by the medical administrator that post percutaneous coronary intervention (ptca) a 6f angio-seal vip was deployed. Approx 9 hour later, while upstairs in the ward, the pt sat up, developed pain in the groin and a hematoma, the size of a tennis ball developed. Manual compression was applied for 15 minutes followed by a fremstop (femostop) pressure at 20 mmhg for 1 hour. The pt required morphine to settle. The next day, an ultrasound confirmed a small hematoma adjacent to the common femoral artery and vein.

Manufacturer narrative:
No product was returned because it remains implanted. Review of the device history record confirmed this lot met mfg requirements prior to shipment. Based on the info received, the cause for the reported event could not be conclusively determined. The angio-seal device instruction for use states that bleeding or hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses.